Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst gastrostomy drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure the stent was implanted in the pancreas and was then noted to have moved out of the cyst. After both flanges had been deployed, the physician pulled back on the scope and it pulled the stent out of the collection. The stent was removed from the patient with a snare. A second axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One axios delivery system was retuned for evaluation. A visual examination of the returned device noted that the stent had been deployed from the device and was not returned. There was evidence of cautery use. Kinks were noted on the inner shaft at 0.5cm and 5cm from the ceramic tip. The outer sheath was kinked at 12.5cm from the luer in the initial handle position. Functional evaluation of the handle noted no issues. Per the reported information it seems that the physician pulled back on the scope which allowed the stent to deploy in an unintended location. Given the event description and condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst gastrostomy drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure the stent was implanted in the pancreas and was then noted to have moved out of the cyst. After both flanges had been deployed, the physician pulled back on the scope and it pulled the stent out of the collection. The stent was removed from the patient with a snare. A second axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.